Event description:
The iab leaked. Blood was noted back in the catheter. (Event complications: none from the event- reported 3/16/98.) (Pt's current status: unk-rpt'd 3/16/98.)

Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. It was not possible to pump the iab on the lab iabp due to the stretched membrane at the proximal taper. Probable cause of difficulty: no leak was found in the returned iab.